Event description:
Event description guidant received information that the patient implanted with this transvenous implantable reported to the clinic due to inappropriate shocks. The inappropriate shocks were from oversensing of noise. It was determined that this lead was fractured. The lead was extracted and a competitive lead was implanted without incident.